Event description:
It was reported that, patient reports minor pain in both sides as well as a limp. Patient will follow up with his surgeon for further evaluations/MRI as he has received the letter from his surgeon about the recall. He will like to know who will be covering all these costs. Update as per sales rep: patient had altr in right hip post primary hip surgery. Dr. (B)(6)revised the patients right hip using a wagner stem.

Manufacturer narrative:
Evaluation summary: review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.